Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple PMA/510(k) numbers reported to be involved. The information for the additional PMA/510(k) number is as follows: PMA/510(k)#: k901449. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes were under filling.